Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced shock while on wall power and had low flow alarm at the same time on (B)(6) 2026. The patient felt a shock while touching blankets. Log files were submitted for evaluation. It appeared that the event log file recorded no low flow alarm flags during this history, (B)(6) 2026 20:05:35 - (B)(6) 2026 14:55:57. The customer wanted to make sure that no electrostatic discharge (esd) event occurred. The equipment was evaluated; there were no signs of wear and tear or paint missing.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient experiencing shock while connected to wall power was not confirmed. The system controller (serial number: (B)(6) was not returned for analysis. A log file was submitted for review and revealed no notable events or alarms. The system appeared to be operating as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event could not be conclusively determined through this evaluation. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate patient handbook section 4 ¿ ¿living with the heartmate 3¿ and heartmate 3 instructions for use section 6 ¿ ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. The heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿, section 3 ¿ ¿powering the system¿, section 4 ¿ ¿living with the heartmate 3¿, and section 6 ¿ ¿caring for the equipment¿) instructs the user on how to properly maintain their equipment, including the system controller, in such ways that would avoid the user feeling an electrical shock. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.